Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that introducer needle fractured while in the body. The customer¿s blood glucose level was 138 mg/dl at time of incident. The customer stated that introducer needle was hard to remove. The customer did not receive any medical treatment as a result of the sensor fractured in the body. The sensor will not be returned for analysis.